Manufacturer narrative:
G4: 16jan2020, b4: 17jan2020. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen kept loosing calibration issue. The manufacturer¿s field service engineer (fse) remotely confirmed that customer recalibrated the touch screen, and unit was repaired. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
The customer reported touchscreen keeps loosing calibration. There was no patient involvement.